Event description:
Patient was receiving rehab svs due to intracranial, interventricular hemorrhage and stroke with left sided hemiparesis . Trach placed prior to rehab admission. The pt had a posey secure sleeve on right arm. Received breathing treatment and medication at approx 0500. At approx 0545, staff went into the pts room for morning care, pt found unresponsive with trach on top of her chest. Code was called, trach replaced, pt transferred to the emergency dept and admitted to the ICU. Family withdrew care and pt expired on (B)(6) 2015. Dates of use: (B)(6) 2015.